Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5201044. Medical device expiration date: 02/28/2017. Device manufacture date: 07/20/2015. Medical device lot #: 5233345. Medical device expiration date: 03/31/2017. Device manufacture date: 08/21/2015. (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for 69874 with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 69874 was not observed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes had incorrect/mission label information.

Manufacturer narrative:
Manufacturer site was changed to (B)(4).